Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 300 (mg/dl). The customer delivered a bolus with an alternate pump to address bg level. System check with tandem technical support did not reveal any known issues with the pump. Recommendation was made to consult with a health care provider to discuss diabetes management and pump settings.